Event description:
It was reported that during an in-clinic follow-up, the noise was discovered on the patient's right ventricular (rv) lead and was able to reproduce by the physician . The rv lead had low impedance and noise reversion was noted. The rv lead was capped and replaced on (B)(6) 2022. The patient had no consequences throughout.